Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as the event diagnosis, the patient was hospitalized for peritonitis. It was not reported if the patient received treatment for the event. Twenty one (21) days after the event onset, the patient was discharged from the hospital and recovered from the event. Pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
A2: 1952 (year of birth). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.